Event description:
The pt was reportedly experiencing poor performance with his internal device. The company was informed that the pt's device showed out of range impedances and the electrode was extruding out of the cochlea. The revision surgery to reposition the electrode was performed.